Manufacturer narrative:
No additional information was provided by united therapeutics. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported that the patient was allergic to chloraprep. Verbatim: this united states case is a solicited report received on (B)(6) 2021 from a consumer's husband from a patient support program via accredo specialty pharmacy. This 70 year old, 214 lb, female patient began therapy with remodulin (treprostinil sodium, concentration 2.5 mg/ml), on (B)(6) 2021 for primary pulmonary arterial hypertension. The current dose was reported 0.0395 g/kg, continuous via intravenous (IV) route. On an unreported date in 2021, the patient was allergic to the chloraprep (dermatitis contact).

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the patient was allergic to chloraprep. Verbatim: this united states case is a solicited report received on (B)(6) 2021 from a consumer's husband from a patient support program via (B)(6) pharmacy. This (B)(6) year old, (B)(6) lb, female patient began therapy with remodulin (treprostinil sodium, concentration 2.5 mg/ml), on 21 jul 2021 for primary pulmonary arterial hypertension. The current dose was reported 0.0395 g/kg, continuous via intravenous (IV) route. On an unreported date in 2021, the patient was allergic to the chloraprep (dermatitis contact).